Event description:
It was reported that a patient underwent a hernia repair on an unknown date and the mesh was implanted. It was reported that patient experienced infections on the mesh. It was also reported that the patient required device removal and the device was explanted. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). The actual device lot number associated with this event is not known. The international affiliate reports the following possible batch numbers: pvpm. Lot qpbbcld0, pvpm lot rbbdpmd0, pvps lot rlbczld0. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/28/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. Manufacturing record evaluations were performed for each of the following potential finished device lots, and no non-conformances were identified: product code: pvpm; lot# qpbbcld0; manufacturing date: 12/01/2020; expiration date: 11/30/2022. Product code pvps; lot# rlbczld0; manufacturing date: 10/25/2021; expiration date: 09/30/2023. Product code: pvpm; lot# rbbdpmd0; manufacturing date: 02/25/2021; expiration date: 01/31/2023.